Manufacturer narrative:
Device analysis: 1 full syringe of 1.0ml received in an opened pack with an opened tray. Received with cap and without needle. A crack is observed at the 3mm luer lock level.

Event description:
Company representative reported on behalf of the healthcare professional who noted a syringe of juvéderm® voluma¿ with lidocaine ¿burst.¿ further follow up with the healthcare professional revealed that they noticed the syringe was cracked and leaking during the injection. No injuries occurred to the patient, staff, or injector. The only impact was that less product was injected due to the leakage. This was the initial use of the syringe with the packaged needle. Healthcare professional believes the luer lock was ¿poorly manufactured¿ for the lot number of the reported syringe.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: method of use-posology ¿ remove tip cap by pulling it straight off the syringe. Then firmly push the needle provided in the box into the syringe, screwing it gently clockwise. Twist once more until it is fully locked. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, and pulling the two hands in opposite directions. Prior to injecting, depress the plunger rod until the product flows out of the needle. Inject slowly and apply the least amount of pressure necessary. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise.

Event description:
Company representative reported on behalf of the healthcare professional who noted a syringe of juvéderm® voluma¿ with lidocaine ¿burst.¿ further follow up with the healthcare professional revealed that they noticed the syringe was cracked and leaking during the injection. No injuries occurred to the patient, staff, or injector. The only impact was that less product was injected due to the leakage. This was the initial use of the syringe with the packaged needle. Healthcare professional believes the luer lock was ¿poorly manufactured¿ for the lot number of the reported syringe.